Event description:
The patient's mother reported that while her son was sleeping his blood glucose went up and was not treated as he was asleep. When he work up his bg read "high" (>500 mg/dl). She also stated that he had a very rapid heart rate (150) and intense chest pain. The thought he was having a heart attack and called the paramedics. They brought him to the hospital and he was admitted into intensive care. He was treated with fluids and tested for ketones. In a follow up call about a week later, she reported that he has had ongoing issues from the diabetic ketoacidosis, including chest pains, right arm numbness, high blood pressure, and rapid heart rates (120-150). They have an appointment to see a heart specialist. The device was discarded.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to reported diabetic ketoacidosis and cardiac symptoms. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns " if your reading is above 500 mg/dl, the pdm displays 'high check for ketones' this indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones' reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and" 'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg) at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed".